Event description:
The patient reported that 2 weeks ago, she was moving and unpacking. The patient stated that now while the stimulation was turned on, she felt no stimulation sensation. She also had acute pain in her armpit. The patient was encouraged to contact her health care professional. In february, the patient reported the stimulation was in the wrong location. She stated that her doctor said that her leads were frayed. She stated the stimulator was for pain in her right hand. The leads were implanted in her neck. The patient indicated that she was advised by the doctor to leave the device off and not have the device explanted. The doctor indicated that her implant should have been in a different location for effective therapy. The patient was at home. The patient planned to set up an appointment with a pain doctor to see if she could have the leads and settings looked at. A follow-up report will be sent when additional information becomes available.